Event description:
It was reported that the patient has to press several times on the audio bolus button to get it to work.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the audio bolus button was found to be responding appropriately to presses. The button contacts were examined and no issues were found.